Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted; give date: n/a - the lens remains implanted. Section e1 telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the shooter of the preloaded intraocular lens (iol) advanced smoothly and lens insertion into the eye was not difficult. The cartridge was prepared according to standard procedure. However, the edge of the lens was found to be damaged. There was no patient injury reported. Account indicated that no explant is planned, and the patient has fully recovered. No further information provided.